Event description:
It was reported to philips healthcare that the wallmount is worn and causing the attached defibrillator to display external power error messages. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.